Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient was preoperatively diagnosed with l3-4 and l5-1 lumbar disk disease l3-4 spondylolisthesis with annular tear.2. L5-s1 disc protrusion with annular tear. Status post l4-5 fusion and underwent the following procedures: anterior exposure of the lumbar spine at the l3-4 disk space. Anterior exposure of the lumbar spine l5-s1 disk space. As per the op notes: ¿the great vessels were taken to the right at l3-4 and access between the vessels at l5-s 1. L3-4 was addressed first, and after identification of the level with a metallic marker and x-ray, annulotomy, discectomy, endplate preparation with elevators and curettes was performed to bleeding subchondral bone. The disc space was explored. There was some very degenerative disc material that did show gross instability. The disc space was sized, shaped and fitted to a size 14 mm height, 10 degree lordotic cage with a 27 mm depth cage footprint and good stability was achieved. The cage was prefilled with small chips worth of bone morphogenic protein, packed into the cage around bone graft. The cage gave good fit and fill and restoration of lordosis.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2013: the patient was discharged from the facility.